Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported the bd nano¿ 2nd gen pen needle would not deliver medication. The following was translated from german to english: some pen needles are not permeable. The pharmacy have some samples from this pen needles. I'll go by next tuesday and pick up the defective pen needles and leave the replacement there.

Event description:
It was reported the bd nano¿ 2nd gen pen needle would not deliver medication. The following was translated from german to english: some pen needles are not permeable. The pharmacy have some samples from this pen needles. I'll go by next tuesday and pick up the defective pen needles and leave the replacement there.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.